Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual and tactile examination identified no kinks or damages. No kinks or damages shaft polymer extrusion. A visual examination of the balloon identified no damage. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified a pinhole tear at 5mm proximal from the distal markerband. A microscopic examination of the tip section found no damage. A microscopic examination of the markerbands identified no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). During an attempt to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres, a pinhole leak was identified in the balloon. The pinhole was located at 5mm proximal from the distal markerband. Due to the leak, the balloon could not maintain pressure.

Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. At the course of the procedure, the balloon was removed after failing to cross through the lesion part, and balloon rupture was noted to have occurred when it was checked outside the body. The procedure was completed with a different device. No patient complications reported.

Event description:
It was reported that the balloon ruptured. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. At the course of the procedure, the balloon was removed after failing to cross through the lesion part, and balloon rupture was noted to have occurred when it was checked outside the body. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).